Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 59 mg/dl and a blood glucose level of 200 mg/dl. The customer will not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.